Event description:
The user's mother reported that her daughter's hearing performance with the device is affected. Further steps are not known at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user's mother reported that her daughter's hearing performance with the device is affected. Further steps are not known at the moment.